Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in hamburg for repair. In the evaluation of olympus repair center the following was confirmed; the xenon lamp was missing. The air pump was dirty. The reported event appeared to be caused by excessive stress to the output socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The customer reported that he base of the output socket of the device was broken. Olympus inspected the device and confirmed that the socket was corroded and it caused poor connection between the device and endoscopes. The device didn't display endoscopic image when olympus 190 series videoscopes were connected. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, omsc determined that the dirt on the air pump may have been caused by sucking dust from the outside. And there is possibility that the xenon lamp was missing because the xenon lamp was removed before the device was returned to olympus. Corrosion of the output socket contacts may have been caused by the user connecting the scope connector to the device without drying it sufficiently or with dirt on it. Omsc concluded that communication between the endoscope and the video system center may have failed due to the unstable electrical connection of the video connector by corrosion of the output socket. The instruction manual provides preventive measures against the reported failure mode such as dirty air pump and corrosion of output socket contacts. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.